Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The provided incident date is an estimate. On (B)(6) 2026, the patient reported feeling sick and began vomiting. The patient experienced an elevated heartbeat, pale skin, sunken eyes (most likely caused by dehydration) and rapid shallow breathing. The patient¿s parent called for an ambulance and the patient was brought to the hospital. The cgm reading was 10.0 mmol/l, and the blood glucose reading was 28.1 mmol/l. The patient¿s ketones were tested at 3.2 mmol/l. The patient was treated with intravenous fluids and insulin via injection. No further medication was reported. No further medication was reported, and the patient was discharged on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.